Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient felt a shock around the ins whenever the patient held up the patient programmer to the ins and pressed the sync button. The caller clarified that the shocking occurred "when you held it against it." The caller reported that this started on (B)(6) 2017 after undergoing electro-shock therapy. The caller reported that the patient would follow up with their managing healthcare provider (hcp) to check the ins and determine the next steps. No further patient complications have been reported as a result of this event.